Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device is suspected of behaving in a manner consistent with a premature battery depletion (pbd). At this time the device remains implanted. No adverse patient effects were reported. Additional information was received indicating that this s-ICD device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned. At this time, it is believed that the explanted device is located at the facility, and no patient consent form has been received. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device is suspected of behaving in a manner consistent with a premature battery depletion (pbd). At this time the device remains implanted. No adverse patient effects were reported.